Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during investigation, a review of the pump history showed loss of prime with non-zero force had been recorded. The black box and history also recorded occlusion alarms. No loss of prime or occlusion occurred during investigation. Evaluation revealed that the force sensor calibration was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014.